Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse used a 1 ml bd safetyglide¿ tuberculin syringe with 27 g x 1/2 in. Bd¿ permanently attached needle to give a patient an injection. When the nurse went to engage the safety device, the whole thing came off, and she stuck herself in the left index finger. She dropped the syringe then stuck herself in the left middle finger as she tried to pick it up. Both the source patient and nurse received post exposure lab work, the test results were negative, and no medications were prescribed.

Manufacturer narrative:
Results: a sample is not available for evaluation. A device history record review was completed by manufacturing site and it was determined that two quality notifications were raised; however, appropriate corrective actions were taken. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Bd was not able to confirm the customer¿s indicated failure mode. Additionally, our quality engineer at the manufacturing plant states that though unconfirmed, there are three possible causes for this incident: hub disengagement - insufficiently seated barrels hubs that may have minor defects. Minor defects to the cork come from the needle lines roll-over bar via minor misalignment when placing hubs onto hub racks. Broken plungers lodged in between barrel & shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield/gate flash) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging and to market as ¿good¿ product. Without a sample to evaluate, further determination of the probable root cause cannot be made.